Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) became stuck on the customer's arm. The customer did not experience any symptoms and resolved the issue by removing the needle by themselves. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.